Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that one (1) sleeve did not return to cover the non-patient end of the acquisition device, causing blood to leak. No patient or user impact reported. Reported verbatim: probe did not return to its place, keeping the needle exposed, so that it reached the glove of our colleague, the wound that this caused was very superficial. The wound that this caused was very superficial, so there was no bleeding, no harm was done to the patient and no medication was administered.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that one (1) sleeve did not return to cover the non-patient end of the acquisition device, causing blood to leak. No patient or user impact reported. Reported verbatim: probe did not return to its place, keeping the needle exposed, so that it reached the glove of our colleague, the wound that this caused was very superficial. The wound that this caused was very superficial, so there was no bleeding, no harm was done to the patient and no medication was administered.

Manufacturer narrative:
Investigation summary: bd received six photos for investigation, which show blood leakage in the holder of a device and a sleeve that is not properly recovered over the non-patient cannula. Additionally, (B)(4) retained samples were subjected to functional tests, using (B)(4) tubes per needle to assess the functionality of the device. Out of these, two samples failed testing due to sleeve leakage observed from poor sleeve recovery. Furthermore, the same (B)(4) retained samples underwent additional functional tests. All samples passed these tests as they were activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.